Event description:
It was reported that at an unk time after 1-level tlif with infuse bone graft/ peek device supplemented with posterior fixation, radiographic films showed fluid-filled cyst. Fluid was aspirated. Fluid was discarded and was not sent to lab for analysis. Pt is o.k. It is unk if the infuse bone graft contributed to the reported event, but co is filing this MDR out of an abundance of caution.